Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip-up fenestrated grasper (tufg) tips were broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. Patient-related information was provided, but no further details were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper (tufg) involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint of broken tips. The instrument was found to have a broken grip at the midpoint of grip. The broken piece was approximately 0.177" x 0.380". The broken piece was not returned. The root cause of this failure was typically attributed to mishandling or misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. A review of the device logs for the tip-up fenestrated grasper (part# 470347-12 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the tip-up fenestrated grasper was last used on (B)(6) 2022 via system serial# (B)(4). There were 2 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis found that the instrument break could result in a fragment fall inside the patient, which was attributed to user mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.